Manufacturer narrative:
No other failures of this type in history of product. Complaint #97-066 concerned an incident which occurred at hosp, in which the sid cable frayed and jumped off a pulley, causing the telescoping arm assembly to change position suddenly. The failure resulted in injury to the radiologic technologist. Inspection of the failed cable revealed that it frayed at the point where it is anchored to the telescoping arm. Engineering eval of the design indicates that the observed failure mode should not occur in a properly mfg and installed unit. The failure is most likely attributed to an undetected cable flaw or damage to the cable during MFR of the unit. There are no complaint records of this type of failure occurring on any of the 127 traumexes of similar design shipped from january 1987 to april 1994. Because of the lack of other similar occurrences, the failure at hosp is considered an isolated incident and no further corrective action is required. Complaint 97-066 is considered closed.